Event description:
During a standard inspection of a customer returned asset, the probe unit cover had a deep cut due to physical stress and the acoustic lens was pierced/damaged and peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus. Per an olympus representative, it was possible the defect occurred during an internal training, however, was not confirmed. No additional information was provided.

Manufacturer narrative:
Additional issues were found during the device evaluation. The probe unit was dented. The insertion part/distal end was deformed. The bending section cover glue was chipped. The connecting tube, grip unit, scope cover, switch box unit, ultrasonic-connector/z-case, and light guide rod lens were scratched. The connector/seat holder unit and ultrasonic-connector/inner shield/outer shield were corroded. The control unit/scope body was damaged. The control unit/air/water nut had paint peeled off. The universal cord had chemical damage. The connector/electrical connector unit /oly-contact pin was dirty. The control unit/wire stopper/angulation had less or specified value. The ultrasonic-universal cord was kinked. The ultrasonic-connector frame was worn out, the insulating sheet was broken, and the ultrasonic scope connector case had wear and tear. Event date: (B)(6) 2022. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 05-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cut on the probe unit and damaged acoustic lens likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.